Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Revision surgery mrh femur, gmrs proximal tibia. Condyle lateral of mrh femur discovered to be broken. Revision surgery to distal femur replacement.

Event description:
Revision surgery mrh femur, gmrs proximal tibia. Condyle lateral of mrh femur discovered to be broken. Revision surgery to distal femur replacement.

Manufacturer narrative:
An event regarding crack/fracture involving a mrh femoral component was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection of the returned device shows the mrh knee femoral component fractured. There is explanation damage on the lateral side of the mrh femoral component. The region near the fracture surface of the lateral condyle with evidence of explantation damage observed. Material analysis indicated characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the lateral condyle in fatigue. No manufacturing or material related defects were observed on the examined areas of the components -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: crack/fracture was reported visual inspection of the returned device shows the mrh knee femoral component fractured. There is explanation damage on the lateral side of the mrh femoral component. The region near the fracture surface of the lateral condyle with evidence of explantation damage observed. Material analysis indicated characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the lateral condyle in fatigue. No manufacturing or material related defects were observed on the examined areas of the components. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.